Event description:
It was reported that the insulin pump alarmed motor error during rewind. The device was not exposed to a magnetic field or dropped. The drive support cap is not damaged. Device passed the displacement and self tests. Motor error occurred 5 times in the last 30 days. Customer is able to prime. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind and basic occlusion test. Device received with stuck motor error alarm loop during bolus delivery. Motor passed motor test. Motor may have had an intermittent failure not detected during our testing. Device received with scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.